Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had a display issue and the screen was blocked. There was no patient involvement at the time of the reported incident.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator was inoperative and the bd (breath delivery) post (power on self test) failed. Although requested it is unknown if a patient was connected to the ventilator at the time of the event. A non-medtronic/covidien service provider inspected the device and verified the reported event. The service provider performed an est (extended self test) and sst (short self test) and the unit passed testing. Medtronic/covidien was not authorized to repair the device.